Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. No moisture damage on motor, vibrator, keypad and electronics assembly noted. Pump received with cracked battery tube threads and broken belt clip slot. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had failed battery test. Customer stated that contacts was not missing, damaged or corroded and compartment and spring was damage or corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.